Manufacturer narrative:
The returned device was evaluated and had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was stretched and elongated. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The patient reports while wearing a pod between 4 and 24 hours his blood glucose level was 422 mg/dl. Upon removal of the pod from the infusion site the cannula was bent. As treatment, the patient self administered shots of insulin and his reported blood glucose level was 374 mg/dl.